Event description:
In 2008, the pt reported that a couple of months ago, he dropped his insulin infusion device and cracked the device case. He stated the device was working properly, until a couple of nights ago, when it was dropped into water. The pt immediately removed the device from the water and dried it. The pt stated he was working in very wet conditions yesterday. He said the device screen is now very difficult to read and appears to have moisture under it. The pt was advised to stop using the device. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address this issue. Product was replaced and requested to be returned for evaluation.